Manufacturer narrative:
(B)(4). All information available to abbott medical optics has been submitted.

Manufacturer narrative:
A video of the intraocular lens (iol) implantation procedure was reviewed by our manufacturing site. The video showed an iol with white particles on the anterior and posterior side of the lens. The white residue has the appearance of viscoelastic solution and was observed on one (1) area of the lens. The cartridge which was reportedly the source of the white powder, has not been returned for investigation. No further information was provided. A manufacturing record review was performed indicating that the cartridges were released within specification when this lot was completed. Results code for manufacturing record review.

Event description:
It was reported that white powder from the cartridge stained the back surface of the injected intraocular lens (iol). It was stated that the patient's eye was small. The doctor attempted to clean the stain; however, while using a small instrument, the patient's posterior lens capsule was accidentally punctured. Vitreous fluid was expelled and the stain currently remains. The stained iol was injected inside the patient's eye. The doctor was unsure where the stain came from and wanted it to be removed. Per the physician, it was indicated that the stain could be detected post operatively and a reaction would be unknown. The implant of the iol was completed successfully. On post operative day one (1), the surgery was reportedly okay and the iol was centered. The patient will be seen again for follow up. A model za9003 was the implanted iol from an unknown serial number. No additional information was provided.

Manufacturer narrative:
(B)(6). A video of the procedure was provided with the complaint folder. Placeholder.